Manufacturer narrative:
Please note that this device (solarice rx) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one solarice rx balloon catheter, deflation difficulties were encountered. The balloon was difficult to deflate and was difficult to remove. The issue occurred prior to an inflation. The lesion being treated was located in the ramus interventricularis anterior (riva). No lesion other than the lesion being treated had to be crossed. The device was inspected prior to use with no issues. Negative preparation was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. The device was removed from the patient and replaced with a similar medtronic device with no further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the device was removed from the patient using an enormous strength to pull it out, with no difficulty experienced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon was not burst. The same inflation device was successfully used with other devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon device return, the balloon was noted to be partially inflated with contrast visible within it. The balloon had been pulled distally, resulting in the distal end folding inward on itself. Additionally, the proximal balloon bond and inflation lumen was necked, and the tip was damaged. It was not possible to preform inflation/deflation testing due to the condition of the proximal bond/ inflation lumen. The device returned entrapped within a launcher guide catheter. Damage to the launcher was identified just distal to the strain relief, which corresponded to the location of solarice entrapment. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no difficulties noted during inflation of the device. The deflation difficulties were noted after the first inflation. One inflation was performed prior to the deflation difficulties. A 20 atm pressure was applied for each inflation. The balloon fail to deflate. The device was not moved or repositioned while inflated. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. A 50-50 concentration of contrast/saline was used. Negative preparation was not performed. The lesion was not pre-dilated. The device was removed from the patient with a strong pull with no difficulty experienced. No intervention was required to remove the device from the patient. Initial reporter full name and email address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient was admitted for a scheduled cardiac catheterization of remaining stenosis in the ramus interventricularis anterior (riva) and proximal ramus circumflexis (rcx), with indication for lithotripsy. The riva has a high grade sub-total stenosis with delayed flow. Right radial access was obtained. Initially, a 3.5x28mm non-medtronic stent was successfully implanted in the rcx. A wire was then passed to the riva without complication. The intravascular ultrasound (ivus) could not be advanced any further from segment 6 onwards, therefore, it was decided to treat the stenosis at segment 8 first. The solarice balloon was advanced. There was insufficient expansion during the percutaneous transluminal coronary angioplasty (ptca), however, the balloon could no longer be aspirated. Multiple attempts were made without effect. The balloon was then expanded, and the balloon, including the wire and catheter were pulled out of the vessel with increased resistance. The device was replaced with a longer 2.5x20mm medtronic device with no further issue, and sufficient expansion occurred. Ptca was continued and multiple non-medtronic stents were implanted. There was a good result in the rcx and riva. Past medical history provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.